Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/30/2020. Additional h3 investigation summary: it was reported breakage suture. One open box and sixteen unopened samples of product code c1086, lot pg6722 were received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events submitted via 2210968-2020-04741, 2210968-2020-04742 and 2210968-2020-04743

Event description:
It was reported by vet that a dog underwent an animal/castration surgery on (B)(6) 2020 and the suture was used for subcutaneous continuous stitch. It was reported that the thread got broken when tightening the knot without excessive tensile. It was reported a "strain" in the length of the thread following a rupture at the same level. Another like suture was used to complete the procedure.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/28/2020. A manufacturing record evaluation was performed for the finished device pg6722 batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.